Event description:
The customer reported via a follow up phone call that he was hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2015. The customer advised that the issue was not related to any insulin pump malfunction but had been caused by a user error. He reported that he had ignored the empty reservoir alarm and also suffered from food poisoning. The customer's blood glucose was over 600 mg/dl. He stated that he did not hear the empty reservoir alarm leading up to the event. He was wearing the insulin pump at the time of the hospitalization. He was hospitalized overnight, treated with an insulin drip, and discharged the following day. He advised that he had not had any issues since then.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.